Event description:
Additional information: per reporter patient was doing better. The explanted device where abouts were not known and was therefore not returned.

Event description:
Confirmed motor stalls and recoveries recorded in event logs were reported. Per reporter for approx 1 month patient complained of hearing the pump beeping intermittently. The pump logs were checked as of the date of this report and showed multiple motor stalls and motor stall recoveries starting (B)(6) 2013 with various lengths of time. When patient heard the alarm he complained of a prickly sensation to his neck. There were no emi (electromagnetic interference) or magnetic interaction related to the stalls. Patient had heard the pump alarm on (B)(6) and (B)(6) but there was no log for any stalls on those days. Drugs delivered via the device were dilaudid and prialt. It was further added that the pump was randomly stalling; it had 55 months until eri (elective replacement indicator). It was later stated that healthcare provider was planning to replace the pump soon.

Event description:
It was stated that the stall recoveries were within two hours, cause unknown. The pump was replaced. Patient status at the time of the event was stated as alive with no injury.

Manufacturer narrative:
Per analysis findings multiple motor stalls and recoveries were seen in the logs however nothing significant that may cause the motor stall was found during analysis of this pump. Analysis concluded no anomaly with the device.

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was received (previously reported as not to be returned).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.